Event description:
The customer contact reported a whitescreen error. The device was returned to the biomed dept with a report that during set up prior to pt use, the device alarmed with a whitescreen error. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. Though requested, no add'l info was provided.

Manufacturer narrative:
The device initially passed testing. A whitescreen error was not displayed during the testing procedures but was found during review of the device history. The probable cause of the customers reported whitescreen due to a software error and the som1 hardware module. This report represents all the info known by the reporter upon query by hospira personnel.